Event description:
It was reported that during the routine device check, high impedance was seen on the atrial lead and the polarity had changed to unipolar. The polarity was programmed back to bipolar and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Addrl1 implantable pulse generator, (B)(6) 2009. (B)(4).